Manufacturer narrative:
The investigation is in progress.

Event description:
It was reported to gore the tip of gore suture passer needle broke off in the fascia of a pt. The physician did not attempt removal and it remains in the pt. The pt remains asymptomatic. No device is available for examination. Further investigation is pending.